Event description:
It was reported that the iab was inserted without the aid of a sheath via the left femoral artery. Twenty four hours later, blood was seen in the helium tubing. The iab was removed without any complications.

Event description:
It was reported that the iab was inserted without the aid of a sheath via the left femoral artery. Twenty four hours later, blood was seen in the helium tubing. The iab was removed without any complications.